Event description:
It was reported that a patient death occurred. A rotablator device was selected for treatment of the target lesion, which was located in the mid right coronary artery (rca). After the rotablator device was advanced to the mid rca, it became stuck. The patient then coded, and defibrillation and CPR were administered four to five times. Several attempts were made to remove the rotablator device with no success. The rotablator remained stuck in the rca for roughly 30 to 45 minutes, after which the patient was sent for open heart surgery in order to remove the lodged device. The patient passed away in the intensive care unit while they were waiting for the surgeon.